Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well and was lightheaded. It was noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited high, unstable thresholds. Small p-waves were observed. The leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.